Manufacturer narrative:
Additional information was received that the reason for revision was to replace the entire scs system per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and leads were replaced for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and leads were replaced for an unknown reason.